Event description:
Event description cpi received information that this large patch lead was fractured and the physician was unable to get any impedance measurements. The entire lead system was removed from service and replaced with a two new leads model 125 and 49.